Event description:
It was observed that during the device evaluation, the colonovideoscope had burned distal end, noisy image, and white residue in the channel there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the noisy image occurred due to bad plug unit, it is presumed that the distal end was burned due to component failure of the device and a definitive cause for the reported event of white residue in the channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.